Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No patient information was available at time of MDR filing.

Event description:
The hospital reported the unit was not able to maintain pressure in manual mode during use. There was no report of patient injury.